Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted into an ami (acute myocardial infarction) patient and the iab did not inflate enough upon initiation of therapy. The surgeon used a syringe to inflate balloon and noted the balloon did not inflate fully. Upon restarting the iab pump (iabp) again but the upper half of the balloon did not inflate again. The iab was replaced to continue therapy. Although the iab did not fully inflate it was better than the previous iab. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no reported injury to the patient.

Event description:
It was reported that an intra-aortic balloon (iab) was inserted into an ami (acute myocardial infarction) patient and the iab did not inflate enough upon initiation of therapy. The surgeon used a syringe to inflate balloon and noted the balloon did not inflate fully. Upon restarting the iab pump (iabp) again but the upper half of the balloon did not inflate again. The iab was replaced to continue therapy. Although the iab did not fully inflate it was better than the previous iab. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. We were unable to duplicate the reported problem. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4), record # (B)(4).

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #(B)(4).; record ID (B)(4).

Event description:
It was reported that an intra-aortic balloon (iab) was inserted into an ami (acute myocardial infarction) patient and the iab did not inflate enough upon initiation of therapy. The surgeon used a syringe to inflate balloon and noted the balloon did not inflate fully. Upon restarting the iab pump (iabp) again but the upper half of the balloon did not inflate again. The iab was replaced to continue therapy. Although the iab did not fully inflate it was better than the previous iab. Mild tortuosity, sclerosis and calcification were noted in the patient vessel. There was no reported injury to the patient.